Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post-traumatic stress disorder, migraine, insomnia and fatigue. Concomitant products included hydroxyzine, hydroxyzine hydrochloride and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced the first episode of back pain ("lower back pain"). In (B)(6) 2011, the patient experienced menstruation irregular ("irregular menstrual cycles"). In 2013, the patient experienced crohn's disease ("experienced autoimmune disorder(s) or disease-crohn's disease"), colitis ("colitis"), dysmenorrhoea ("dysmenorrhea") and food allergy ("food sensitivity"). In 2017, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("severe and persistent pain in my abdominopelvic pain right sided pain (split event for coding purpose)"), anxiety ("anxiety"), depression ("depression"), mood altered ("severe moodiness"), paraesthesia ("tingling"), hypoaesthesia ("numbing of fingers"), thermohyperaesthesia ("she cannot touch anything cold with bare hands"), pelvic pain ("severe and persistent pain in my abdominopelvic pain right sided pain (split event for coding purpose)"), the second episode of back pain ("severe and persistent lower back pain"), allergy to metals ("she has sensitivities to nickel, copper, and most metals.") And memory impairment ("memory issue"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the perforation, abdominal pain, crohn's disease, colitis, anxiety, depression, mood altered, paraesthesia, hypoaesthesia, thermohyperaesthesia, dysmenorrhoea, allergy to metals, migraine, menstruation irregular, food allergy and memory impairment outcome was unknown and the pelvic pain and the last episode of back pain had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, colitis, crohn's disease, depression, dysmenorrhoea, food allergy, hypoaesthesia, memory impairment, menstruation irregular, migraine, mood altered, paraesthesia, pelvic pain, perforation, thermohyperaesthesia, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: there are noted to have 4 coils trailing from the right tubal ostia and 7 trailing from the left. Diagnostic results: on unknown date, unknown test performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received: food sensitivity, migraines, memory issue and irregular menstrual cycles events were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post-traumatic stress disorder, migraine, insomnia and fatigue. Concomitant products included hydroxyzine, hydroxyzine hydrochloride and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced low back pain ("lower back pain"). In (B)(6) 2011, the patient experienced menstruation irregular ("irregular menstrual cycles"). In 2013, the patient experienced crohn's disease ("experienced autoimmune disorder(s) or disease-crohn's disease"), colitis ("colitis"), dysmenorrhoea ("dysmenorrhea") and food allergy ("food sensitivity"). In 2017, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pain in my abdominopelvic pain right sided pain (split event for coding purpose)"), anxiety ("anxiety"), depression ("depression"), mood altered ("severe moodiness"), paraesthesia ("tingling"), hypoaesthesia ("numbing of fingers"), thermohyperaesthesia ("she cannot touch anything cold with bare hands"), pelvic pain ("severe and persistent pain in my abdominopelvic pain right sided pain (split event for coding purpose)"), chronic lumbago ("severe and persistent lower back pain"), allergy to metals ("she has sensitivities to nickel, copper, and most metals.") And memory impairment ("memory issue"). The patient was treated with ibuprofen and surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, abdominal pain, crohn's disease, colitis, anxiety, depression, mood altered, paraesthesia, hypoaesthesia, thermohyperaesthesia, dysmenorrhoea, allergy to metals, migraine, menstruation irregular, food allergy, low back pain and memory impairment outcome was unknown and the pelvic pain and chronic lumbago had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, colitis, crohn's disease, depression, dysmenorrhoea, food allergy, hypoaesthesia, low back pain, memory impairment, menstruation irregular, migraine, mood altered, paraesthesia, pelvic pain, perforation, thermohyperaesthesia and chronic lumbago to be related to essure. The reporter commented: there are noted to have 4 coils trailing from the right tubal ostia and 7 trailing from the left. Diagnostic results: on unknown date, unknown test performed. Lot number:686079. Manufacturing date:2009-11. Expiration date:2012-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 686079) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post-traumatic stress disorder, migraine, insomnia and fatigue. Concomitant products included hydroxyzine, hydroxyzine hydrochloride and sertraline hydrochloride (zoloft). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced low back pain ("lower back pain"). In (B)(6) 2011, the patient experienced menstruation irregular ("irregular menstrual cycles"). In 2013, the patient experienced crohn's disease ("experienced autoimmune disorder(s) or disease-crohn's disease"), colitis ("colitis"), dysmenorrhoea ("dysmenorrhea") and food allergy ("food sensitivity"). In 2017, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pain in my abdominopelvic pain right sided pain (split event for coding purpose)"), anxiety ("anxiety"), depression ("depression"), mood altered ("severe moodiness"), paraesthesia ("tingling"), hypoaesthesia ("numbing of fingers"), thermohyperaesthesia ("she cannot touch anything cold with bare hands"), pelvic pain ("severe and persistent pain in my abdominopelvic pain right sided pain (split event for coding purpose)"), chronic lumbago ("severe and persistent lower back pain"), allergy to metals ("she has sensitivities to nickel, copper, and most metals.") And memory impairment ("memory issue"). The patient was treated with ibuprofen and surgery (removal of essure). Essure was removed on 1(B)(6) 2019. At the time of the report, the perforation, abdominal pain, crohn's disease, colitis, anxiety, depression, mood altered, paraesthesia, hypoaesthesia, thermohyperaesthesia, dysmenorrhoea, allergy to metals, migraine, menstruation irregular, food allergy, low back pain and memory impairment outcome was unknown and the pelvic pain and chronic lumbago had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, colitis, crohn's disease, depression, dysmenorrhoea, food allergy, hypoaesthesia, low back pain, memory impairment, menstruation irregular, migraine, mood altered, paraesthesia, pelvic pain, perforation, thermohyperaesthesia and chronic lumbago to be related to essure. The reporter commented: there are noted to have 4 coils trailing from the right tubal ostia and 7 trailing from the left. Diagnostic results: on unknown date, unknown test performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Essure removal information received. Date of explant added. New reporter and product indication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.